Manufacturer narrative:
Philips service restarted the system and found no abnormalities in the logs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the software protection service stopped, causing the system to not start on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.